Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information was obtained.